Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. No further details were provided. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to customer's blood glucose level.